Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced inability to adapt to daily life due to residual astigmatism and refractive error. The iol was exchanged for another noncompany lens model after unspecified duration following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Half an iol returned pressed down into well area of intraocular lens (iol) case base. Solution is dried on both surfaces of the optic and one haptic. The haptic is intact. The half optic is scratched/marked-rejectable. No other observations. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).